Event description:
Event description boston scientific received information that this displayed noise, however had not distinguished which lead had displayed the noise. The local area sales representative questioned if the automatic gain control algorithm had changed. Additional information was provided that the right ventricular (rv) lead oversensed diaphragmatic activity, resulting in pacing inhibition, and the patient to feel lightheaded.